Event description:
Event description boston scientific received information that this implantable cardioverter defibrillator (ICD) displayed a normal battery voltage of 2.93. However, the longevity of the device was in question due to recent advisory notifications. The disk data was analyzed by a boston scientific engineer.